Event description:
A physician reported that, during intraocular lens implant procedure, the lens was found cracked, so the lens was replaced with an extra iol. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut into two pieces, typical of insertion and removal from the eye. Multiple small cracks are observed on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified associated cartridge and handpiece. The viscoelastic was not provided. It is unknown if a qualified product was used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).